Event description:
It was reported that the patient was to undergo generator replacement surgery due to battery depletion. Prior to surgery, the generator was interrogated and diagnostics were performed, which resulted in high impedance. The patient did not experience trauma in the area of vns. The surgeon was not ready to perform a lead revision and so only the generator was replaced. The explanted generator was discarded. . No known lead revision has occurred to date.